Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse could not find any error in the system logs and all the fans were working. When the fse spoke to one of the staff members he was told the unit was warm, but no alarms occurred. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was overheating. No patient harm, serious injury or adverse event was reported.